Event description:
Information was received from the physician that a final interrogation was not performed prior to the system diagnostic. Per the physician, she could not find any interaction at the hospital that could have led to reprogramming. The patient had an increase in seizures from one seizure per day prior to vns placement to four to six seizures per day. Patient settings were received and reviewed. No additional information has been received to date.

Event description:
It was reported that the patient's settings were inadvertently changed between two appointments. It was noted that at the patient¿s last interrogation in (B)(6), the patient¿s initial and final settings were noted but it was also stated that a diagnostics test was performed. It is unknown if a final interrogation was performed after the diagnostic test. The patient experienced an increase in seizures during the time between appointments. No additional or relevant information has been received to date.